Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a proximal humerus, the surgeon had difficulties getting the wire guide sleeve for 3.7 cannulated screws to thread into the plate. Ultimately, he switched to using a regular locking to we, a wire sleeve to measure the screw and placed it successfully. Procedure was completed successfully with five(5) minutes surgical delay. No patient consequences. This report is for one (1) 3.5 lcp proximal hum pl-std 3h sft/90. This is report 2 of 2 for complaint (B)(4).